Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
Customer reported battery out limit alarm. The customer also stated when she puts in the insulin, it will revert back to the process of filling the infusion set. Customer's blood glucose was 339 mg/dl. The customer also stated her insulin shots do not work. Troubleshooting found the customer was able to successfully navigate through the rewind process. The customer also stated she found a motor error alarm in her alarm history. Troubleshooting did not find any significant events leading to the alarm. Customer is advised to disconnect from her insulin pump and revert to a back-up plan. No additional information is provided.